Event description:
Information received by medtronic indicated that the insulin pump had a battery cap contact damage and crack at back of the pump as confirmed in product analysis. Customer reported battery cap contact damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 4.11e, retainer ring = black, and case type = ngp. Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2023. Pump received with battery cap with detached contact. The pump passed the displacement test. Tested with a test p-cap and test p-cap properly locks into reservoir. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay. Cosmetic damage was confirmed at corner of belt clip rails. Battery cap contact damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".